Event description:
The switch remained in the "on" position. Co's inspection revealed the spring had broken. The case has been changed to eliminate this problem. Remedial action has been accomplished. No deaths or injuries were reported.